Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported there was large air gaps in the tubing. Reportedly, the customer changed the pump supplies to resolve the reported issue. Insulin delivery was successfully resumed. There was no reported impact to customer's blood glucose level.